Event description:
A customer contacted beckman coulter inc. (Bec) stating that the modular chemistry (mc) sample syringe 3-way valve was "cracked" and leaking in the unicel dxc 800 pro synchron chemistry analyzer. The customer observed the 3-way valve was "cracked" when they changed the sample syringe plunger to troubleshoot the leaking. No injury or operator exposure was reported in this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(6) 2011 and located the leak from the mc sample syringe t-valve. The fse replaced the valve. No further leaking was reported following the repairs. Bec identifier for this report is (B)(4).